Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a slow and sluggish response, as compared to other anesthesia devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a slow and sluggish response. A technical support specialist remoted to the station and was able to apply some fixes on the station. The technical support specialist applied ka 000013997, 000012071 and 000008629 on or3 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.